Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that three pipelines encountered a fish mouth structure and failed to open. Two of the pipelines also en countered resistance and became stuck in 2 phenom catheters. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm located in the vertebro-basilar artery. Landing zone: distal:4.3 mm and proximal: 4.7 mm. It was noted the patient's vessel tortuosity was severe. It was reported that two pipelines (lot#: d024721 and lot#: b811610) became stuck inside the phenom 27. It was reported the pipeline became stuck (locked up) in the middle of the catheter or resistance occurred in the middle of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline became stuck in the middle of the catheter during delivery. The physician released the load (slack) in the system in an attempt to resolve the issue, but it did not resolve. There was catheter damage observed in the middle section as the pipeline was stuck inside it. There was no pushwire damage observed. It was reported pipeline (lot#: d029927) was twisted and opened prematurely. There was moderate friction or difficulty during the procedure. The pushwire was not rotated or pulled back at any time during the procedure. It was also reported the three pipelines formed a fish mouth and failed to open. A pipeline 5 x 35 mm was used easily. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.